Event description:
It was reported that the patient underwent an initial knee procedure on an unknown date and has a history of multiple prior revisions. Subsequently, the patient underwent a revision due to instability and a chronic quad tear. A poly exchange occurred and a mesh for the quad was performed. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 00599401492 - right size d cemented option femoral component femoral plastic cap must be removed prior to implantation - 63398784. 00598801013 - 13mm diameter 100mm length straight stem extension combined length 145mm - 63187582. 00599003410 - prc agmt block dist sz d 5mm - 62266190. 00599003410 - prc agmt block dist sz d 5mm - 62963054. 00598002701 - stemmed tibial component precoat size 1 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem exten - 63341475. 00598801011 - 11mm diameter 100mm length straight stem extension combined length 145mm - 63333183. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-ray was provided, but not reviewed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.